Manufacturer narrative:
H10 - though no product samples, videos, or photographs were returned for investigation this complaint is confirmed because it has the same lot number as a similar complaint which was confirmed to have a spin feature malfunction that can result in an unexpected disconnect. The probable cause is spin feature malfunction resulting from molding inconsistency in salt lake city. The device history review (DHR) for lot 4493598 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint.

Manufacturer narrative:
The device was discarded. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event occurred on an unspecified date in 2020, and involved a spinning spiros closed male luer, red cap where a separation or disconnection occurred between the proximal end of the spiros and the distal end of the tubing or syringe to which it was attached, and a leak of abraxane was found. There were no cracks noted. The disconnection occurred within 2 to 20 minutes during an intravenous push (ivp) in outpatient infusion or when the rn was attaching the spiros to the primary bag. The patient¿s caregiver was at the bedside, alerted the rn and was caught immediately. It was reported that the chemotherapy came into contact with the patient or healthcare provider, as the spiros that came off and small drips of abraxane landed on the table of the patient¿s chair. The rn who was checking (not primary rn and so she was not in personal protective equipment (ppe) reported numbness/tingling in her lips and she went to the emergency department. All was resolved and no issues were reported. The chemo spill was cleaned per facility protocol. The tubing and drug were replaced, and therapy resumed.